Manufacturer narrative:
Customer complained on (B)(6) 2021 is receiving unexpected insulin flow blow alarms. The insulin pump will be tested and downloaded to verify insulin flow alarms. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08640 inches. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Verified insulin pump alarmed multiple insulin flow blocked alarms on (B)(6) 2021 in device downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. No insulin flow blocked alarms during testing and no unexpected insulin flow blocked alarms in device history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. Customer stated that they had not tried different set or cannula length. The insulin was not reused, mixed, expired and denatured. Customer had selected site location with sufficient subcutaneous tissue. Customer stated that tubing was not bent or kinked. Customer declined to troubleshoot for recurring insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.